Event description:
The patient had developed knee pain, the revision surgery revealed a loose metal backed patella and excessive wear on the polyethtlene tibial articulating surface. Both components were black poly. An all white poly patella dome was cemented in and the articulating surface was replaced with a 21mm white poly articulating surfacedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.